Manufacturer narrative:
(B)(4).

Event description:
Clinician was inserting the PICC into the peelaway sheath during the procedure and indicated that the PICC would not advance freely in some spots, it would advance then she would hit a tight spot, and would need to push 1cm at a time to get beyond the tight spot, this occurred multiply times while she was attempting to thread the PICC, she was finally able to seat the PICC and remove the peelaway, the case was completed without incident. The patient's condition was reported as fine.

Event description:
Clinician was inserting the PICC into the peelaway sheath during the procedure and indicated that the PICC would not advance freely in some spots, it would advance then she would hit a tight spot, and would need to push 1cm at a time to get beyond the tight spot, this occurred multiply times while she was attempting to thread the PICC, she was finally able to seat the PICC and remove the peelaway, the case was completed without incident. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.